Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic complaining of not feeling well. Upon interrogation, the right ventricular lead exhibited intermittent loss of capture and low impedance measurements. During that visit the physician elected to reprogram the device until a lead revision. On (B)(6) 2016 the physician capped and replaced the lead. The patient was in stable condition post surgery.